Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported a patient with a less than desired best corrected vision at 1 week postoperatively. The lens was exchanged for another of a different model. The device was not returned for evaluation.